Event description:
Customer stated had been receiving high blood glucose results. The customer went to the doctor and the doctor's device read 412mg/dl and the customer's device read 478mg/dl. The customer was admitted to the hospital. The customer feels that the device is responsible for the hospital stay. The customer was given insulin at the hospital. No controls were in use and the customer's device was coded incorrectly. A request was made for the return of the suspect device and replacement product was sent.